Event description:
The customer alleged that her contour meter was reading higher than usual. While checking meter electronics, it appeared that an extra segment was showing up in the meter display. Instead of program 4.09 showing up, the customer alleged a program number of 4.89. No adverse events were alleged. The meter was returned for evaluation. A replacement meter was sent to the customer.